Manufacturer narrative:
H-6 conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00784 for the other medwatch. The same pt is represented in each medwatch.